Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the marking was missing. The following information was provided by the initial reporter. The customer stated: ¿this is a report about missing marking on tube. According to the customer's report, the printed information on the tube was missing..¿

Manufacturer narrative:
H.6 investigation summary: bd received a sample and photo for investigation. The sample and photo were reviewed and the customer¿s indicated failure mode for missing print (label) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing print. Bd determined that the root cause of the indicated failure mode was attributed to low ink during manufacturing. The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-jun-2022. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the marking was missing. The following information was provided by the initial reporter. The customer stated: ¿this is a report about missing marking on tube. According to the customer's report, the printed information on the tube was missing..¿